Event description:
This patient received four shocks for svt. Later home monitoring showed a sudden drop in r wave sensing. On (B)(6) 2014, the lead was seen to have intermittent loss of capture. This lead was explanted and replaced with a similar lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the distal shock coil which occurred most likely during the explant procedure. In addition abrasion marks along the lead body were found. The insulation was intact. During further analysis, no deviations were noted which might be related to the sensing issue mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.